Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dvbb1d1 ICD implanted (B)(6) 2014.

Event description:
It was reported that the pacing impedance and pacing threshold of the patient's right ventricular (rv) lead have been increasing for over a year. Reprogramming of the pacing configuration was done to resolve the observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.